Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Right before last cut was to be made, plastic handle slid off the pistol grip of mics handpiece. A short second or two later, small screw was located that seats the gray plastic to the handle. Case was completed using some coban to affix grip back onto handpiece. After washing and sterilizing, all three pieces were sequestered for myself to inspect and send off for replacement. Tka case delayed minimally, maybe 1-2 minutes.

Event description:
Right before last cut was to be made, plastic handle slid off the pistol grip of mics handpiece. A short second or two later, small screw was located that seats the gray plastic to the handle. Case was completed using some coban to affix grip back onto handpiece. After washing and sterilizing, all three pieces were sequestered for myself to inspect and send off for replacement. Tka case delayed minimally, maybe 1-2 minutes.

Manufacturer narrative:
Reported issue the screw in the handpiece handle was loose/fell out. Product history review device history records indicate 25 devices were manufactured under lot k087t and 23 including 4201006 were accepted into final stock on 9/7/16 a review of qt16-07-0024 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review a review of complaints related to p/n 209063, s/n 4201006 in prodex lot k087t shows 1 additional complaint(s) related to the failure in this investigation. Complaint pr: 1397878. Visual inspection visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis material analysis was not completed because the failure was functional. Functional inspection the handpiece motor and electronics function as intended. Conclusion the screw holds the handle in place. If the screw backs out then the handle can fall.